Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, solution leaked from an unspecified location on the filter of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.